Event description:
Allegedly, young female patient with bilateral Conserve Plus big femoral head THAs underwent revision surgery due to persistently elevated cobalt ion levels and increasing clinical symptoms despite normal radiographs and MRI findings. Serum cobalt levels measured 29 µg/L at one year, 18 µg/L at two years, and 28 µg/L at three years postoperatively. The hip was converted to a dual mobility THA while retaining the acetabular shell. Retrieval analysis demonstrated wear at the modular neck-stem junction (trunnion wear) with wear predominantly located at the stem.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.